Event description:
The patient died on (B)(6) 2013. At the time of death, a ventricular fibrillation was recorded. As reported, it is suspected that the ICD did not detect the arrhythmia. The relatives of the patient believe that the ICD did not operate properly.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.